Event description:
Home peritoneal dialysis pt was hospitalized on (B)(6) 2011 for suspected peritonitis. Pt had been recently hospitalized in (B)(6) 2011 for abdominal pain and turbid effluent, peritonitis was ruled out and a large cyst was discovered. Pt's pain continued to worsen after receiving infection and pain control medications and presented to the emergency room on (B)(6) 2011. Pt was diagnosed admitted to hosp and treated for presumed peritonitis. Pt has complained of leaking stay safe mts sets over the last year but stated to his nurse he did not use any leaky sets and threw them all away. Pt had been recently hospitalized for abdominal pain and turbid effluent. Suspected peritonitis secondary to presence of cyst (s) or abscesses.

Manufacturer narrative:
Per the fresenius pharmacovigilance physician: presumed peritonitis (cloudy effluent and cell count upon sample eval) secondary to cyst discovered during a previous hospitalization. The dates of the reported defective tubing do not coincide with the dates of the suspected peritonitis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.